Manufacturer narrative:
(B)(4). Visual inspection of the returned item found it to exhibit signs of use (nicked or gouged). The dovetail feature is flared & compressed and also fractured. Not all pieces have been returned. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event was due to a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a tasp was found to be fractured while the sales representative was checking the instruments before surgery. There was no patient involvement.